Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is likely heterophilic antibody interference. The IFU for stratus cs cctni testpak contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. The same sample repeated as a positive on the same instrument. The sample was run by an alternate methodology and negative results were obtained. The negative result from the alternate methodology was reported to the physician. Patient treatment was not reported to have been altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.